Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia, with change sensor alert, loss of communication between insulin pump and transmitter, over delivery anomaly. The customer reported high blood glucose value of 350 mg/dl. The customer reported low blood glucose value of 50 mg/dl. The reported hypoglycemia was treated with carbs. The event involved products mmt-1884, mmt-7841zn, mmt-7040a, mmt-441ag and mmt-342g. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. The customer will discontinue the use of the infusion set. Mmt-441ag was requested and customer response was the device will be returned. The customer will discontinue the use of the reservoir. Mmt-342g was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Test guardian link 3 transmitter pairs successfully to pump. Sensor pairs successfully with pump and transmitter. No change sensor alarm was noted. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generated carelink reports. Pump delivered 174 bolus deliveries on the event date of 07/29/2025 at 00:07:39.000 to 23:57:57.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, and pillowing keypad overlay unable to verify customer¿s complaint for high bg¿s or low bg¿s. No device problem was noted during testing. No com pump to xmtr (change sensor) was not confirmed during testing. Possible over delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.